Event description:
This case occured outside of the USA, in united kingdom. On (B)(6) 2023, a physician from united kingdom notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2023 with 0.3ml of rha 3 in the temples. Just after the injection, on (B)(6) 2023, the patient presented with a vascular occlusion in the right temple, of severe intensity. Immediately, on (B)(6) 2023, the patient received injections of hyaluronidase 1500ui (multiple doses), 750 iu on day 2,1500 iu on day 4 and 1500 iu on day 6. Additionally the injector prescribed anti-inflammatory (acetylsalicylic acid, aspirin 300mg). The patient reported to the injector that she had a headache without visual problems, almost a week after the treatment. As the injector was absent, she urgently contacted another doctor to continue managing. Additional hyaluronidase injections were performed by the other doctor during follow-up in the absence of the injector, using ultrasound to dissolve the filler. According to the follow up information received on 22-jun-2023, the injector reported that the complication was completely resolved without any further consequences. The complaint was considered closed.

Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.